Event description:
It was reported that during inspection, the motor did no respond when the throttle was depressed. There was no patient involvement. During product evaluation, it was found that the motor ran below specifications. Due diligence is complete as multiple attempts were made, however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor ran below specifications. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6).